Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: height: (B)(6); temperature: afebrile. Reportedly, patient with cervical myelopathy underwent 2-level cervical disc arthroplasty (c4-c6) with artificial disc replacement device. Two level discectomy was performed prior to insertion of first artificial disc replacement device. During rail preparation for first lp device, cutting of rails with rail punch cause patient to shake/bounce on surgical table. During this rail preparation, there was a loss of motor evoked potentials (meps) and patient was converted to 2-level anterior cervical diskectomy and fusion (acdf) intraoperatively. Patient awoke from surgery with upper extremity neurological deficit. This new, postoperative neurological deficit lasted several weeks before resolving. At last follow up, on (B)(6) 2017, patient was still experiencing some residual myelopathic symptoms. Patient complained of bilateral upper extremity weakness along with dense constant numbness in the left hand and significant changes in fine motor skill and dexterity in the upper extremities. Patient also stated that approximately 7-8 weeks ago she turned her head to the left very quickly because of a loud sound and felt immediate pain in her neck and soon after that started to experience severe pain, radiating into the left shoulder and down the arm including the thumb and index finger. Soon after that the patient also started to experience numbness in the left hand and weakness in the left upper arm. For which patient had recently an epidural injection and she states that the pain has completely resolved; however, she does feel as if she is getting weaker in the bilateral upper extremities and the numbness now in the left thumb and index finger is constant. Reportedly, patient states that the numbness has been constant for the last two weeks. At first her weakness was definitely worse on the left; however, over the last several weeks it has equally started to affect the right. Also over the last 2-4 weeks she has noticed changes in her balance and coordination in the lower extremities. She has been dropping things and has noticed significant changes in fine motor skill and dexterity in both hands. She denies any significant axial cervical neck pain. She denies any facial symptoms or visual changes. She denies any radicular leg pain. She denies any changes in her bowel or bladder function. Patient's physical and reflex examination revealed she is areflexic in the upper and lower extremities. Negative inverted radial reflex, negative hoffmann sign, negative babinski¿s, and negative clonus. Radial artery pulses are palpable bilaterally, with no significant varicosities or edema noted. Tinel¿s sign is absent at the wrist, elbow, and supraclavicular fossa bilaterally, with no masses palpated. The thoracic outlet is non-tender to deep palpation in the supraclavicular fossa, and the overhead exercise stress test, or roos test,is negative. Negative spurling sign. Neer and hawkins shoulder impingement tests are both negative. Cranial nerves ii-xii are grossly intact. Reportedly, patient presented for a post surgery follow-up one week status-post her c4-c6 anterior cervical discectomy and fusion. Impressions: one week status-post c4-c6 anterior cervical discectomy and fusion for severe cervical myelopathy. Patient was recommended to continue with her medrol-dosepak. And was told that it is a very good sign that she has already seen improvement in her neurological symptoms over the last 24 hours since starting the steroid-pak. Doctor think over the next week or two her symptoms should continue calm down. Radiographic analysis was also done. Where ap and lateral images were reviewed. Impressions: the instrumentation from c4-c6 appears to be in excellent positioning, no loosening or haloing is visualized. The patient also had a new MRI of the cervical spine yesterday and shows adequate decompression at the c4-5 and c5-6 levels. No significant areas of myelomalacia or cord signal change. No acute disc herniations. No hematoma visualized. Reportedly, on an unknown date, patient returns to the office now six weeks status-post her cervical surgery for severe and progressive myelopathy. She states that her upper extremity symptoms have almost completely resolved and that she has recovered her strength and has been exercising and working out and this is 80% resolved and only has a little bit of numbness in the right index finger and left thumb, so substantially better than before surgery. She does have some occasional dysphagia more with her own saliva rather than food or drink. Overall she is very happy with the results of her cervical surgery.